Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, and d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-h6: a software analysis was initiated for the inaccuracy issue. The logs were reviewed and it was observed that there were 8 sessions on the reported issue date. From the logs observed, less trace points were collected. It was suggested to use 3-point registration for better accuracy and covering the trace across the blue region as per protocol. Since the archive was unavailable, analysts could not verify the registration pattern. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 are applicable to this analysis. H2-h6: a software analysis was initiated for the error 64 issue. The logs were reviewed and from one of the sessions, coredump was observed and system logs had captured segmentation fault in qmlguiservice. The coredump was analyzed and segmentation fault was observed in qmlguiservice and stacktrace, pointing to the function initialize (). From the application logs, the user made transitions from registration to verify registration task a couple of times. There were no other errors captured in the logs. This issue is consistent with a known software issue. Codes b01, c10, and d18 are applicable to this analysis. H2: please see section d9 for when the logs were available for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. G2: foreign country - japan h3, h6: multiple fdd/annex a codes were reported. A0908 was coded for switching from trace to 3 point registration did not improve accuracy, inaccuracy was about 7 mm. A0907 was coded for registration was not successful. A1102 was coded for error "(code: #64)" was displayed. A110208 was coded for forced shutdown. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that registration was not successful, and switching from trace to 3 point registration did not improve accuracy. After multiple restarts, "an internal error has occurred and the application must restart. The error "(code: #64)" was displayed, resulting in a forced shutdown. The use of the navigation system was abandoned. The amount of inaccuracy was about 7 mm. This issue caused less than 1 hour surgical delay. There was no reported impact on patient outcome.